Event description:
The stryker core impaction drill was sent in for evaluation because it was smoking prior to a procedure. There was no patient involvement, no adverse event was reported.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.